Event description:
Report received of an under-delivery in routine biomedical testing. The customer contact reported that the "amount of delivery is low". There was no reported adverse event with a pt while the pump was in clinical service. There was no reported pt involvement. Though requested, there was no further info available.